Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug, unknown (1mg/ml at .2655 mg/ml) via an implantable pump for non-malignant pain. It was reported that the patient's pump had stalled.  The logs showed a motor stall occurred yesterday (B)(6) 2021) in the early morning.  The patient started to experience withdrawal symptoms.  The patient was cold, had chills, and nausea. The interrogated the pump, had waited 20 minutes, and then re-interrogated again. Then they tried a 1 time bonus of .005mg/ml.  The issue was unresolved.  Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that the patient was not post magnetic resonance imaging (MRI) and had not been through medal detectors.  Electromagnetic interference or magnetic interaction was denied.  The patient's medical history was unknown.  Pump replacement was scheduled to occur on (B)(6) 2021.

Manufacturer narrative:
H1 updated to malfunction only as the pump replacement did not occur. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2021 from a health care provider which indicated that they decided to not replace the pump and permanently shut it down. They were going to manage the patient outside of pump medication. The pump off passcode was requested and given.